Event description:
It was reported that "while surgeon was performing surgery, the teeth of the adjustment tool broke off. Surgeon had to use another instrument that was in the set to finish procedure."

Manufacturer narrative:
Should the device be explanted additional information will be made available and will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.